Event description:
(B)(4). It was reported that post a percutaneous transluminal angioplasty (pta) procedure the patient died. An occlusion was identified in the right common and right external iliac arteries. The intraluminal diameter was measured at 1.0mm and lesion length was 50mm. A wallstent rp with an 8.0mm diameter and a length of 66 mm was implanted. Clinical and radiological assessment identified the procedure as technically successful. At discharge residual stenosis <= 30% with hemodynamic and clinical success was confirmed. During the 1 month follow up visit, the subject was alive with luminal improvement, hemodynamic and clinical success. No data provided for 3 month follow up visit. Six month follow up reported the patient had died in (B)(6) 2007. No additional information provided.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication. (B)(4). Product unavailable for analysis.